Event description:
It was reported that the battery remaining in this device has decreased from 24% in may down to 17% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. This is considered a device malfunction that could cause or contribute to serious injury. There were no adverse patient effects.